Event description:
It was reported that the ventilator's user interface holder was damaged. There was no patient harm. Manufacturer reference #: (B)(4).

Manufacturer narrative:
No service was requested and no further information from the hospital was provided. No parts were returned for investigation. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier. Our conclusion is that the user interface has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Manufacturer ref.#: 233707.